Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single-use, device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 ag self test performed on (B)(6) on nasal kitted swab. Repeat testing was performed with an abbott self-test and a non-abbott self-test (x2) (platform - flowflex) which generated a negative result. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 207042 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 207042, test base part number 195-430h / lot 203526. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 207042 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination. H3 other text : single-use, device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 ag self test performed on (B)(6) 2023 on nasal kitted swab. Repeat testing was performed with an abbott self-test and a non-abbott self-test (x2) (platform - flowflex) which generated a negative result. Although requested, no additional patient information, including treatment and outcome, was provided.